Event description:
A medtronic representative reported that, while in a spine procedure, both monitors went black after the patient was successfully registered and all instruments verified normally. The navigation system appeared to have normal power in all other areas. In trouble-shooting, no messages were observed indicating the monitors lost their power connections. The medtronic representative checked the power cable connections on both the multi-out power source and the ups, however, this did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6). The lcd monitor was returned to the manufacturer for analysis. During testing no black screens were observed, but there was intermittent distortion. At times vertical lines showed up. The reported event could not be duplicated by medtronic personnel. However, the monitor presented with a different failure mode of an electrical issue causing distorted image quality. As previously reported on the initial 3500a, the reported event was caused by an electrical issue with the lcd cable. The parts were replaced and the issue was resolved.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement power supply shipped to site (B)(4) 2015. Replacement power supply returned to medtronic, inc. On (B)(4) 2015 - unused. The power supply was used for trouble-shooting purposes and will not be returned to inventory. Return requested. Replacement staff lcd 15.4in shipped to site (B)(4) 2015. Replacement staff lcd monitor returned to medtronic, inc. On (B)(4) 2015 - under analysis. Return requested. Replacement staff lcd cable shipped to site (B)(4) 2015. Replacement staff lcd cable returned to medtronic, inc., on (B)(4) 2015. Medtronic investigation of returned suspect device finds a continuity test revealed a short from pins 24 and 25 of the db26 connector to shield. Short - electrical failure. (B)(4) 2015 a medtronic representative, following-up at the site, reported further trouble-shooting determined the staff cart monitor power cable, originating from the multi-out power supply was very hot to the touch. Additionally, the fan on the multi-out supply box was struggling to spin. The staff cart monitor power cable was disconnected (from the multi-out) and the system re-booted. Once back on-line, the system functioned as expected. (B)(4) 2015 a second medtronic representative, following-up at the site, reported that replacing the staff cart monitor and power/communication cable resolved the reported issue. System is functioning as intended. No further issues have been reported.